Manufacturer narrative:
H4: the lot was manufactured between january 21, 2023 and january 22, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch mw5150813 for this event.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked. This was discovered prior to delivery to patient. The bag was used to compound either total parenteral nutrition (tpn) or cardioplegia. There was no patient involvement. No additional information is available.